Event description:
It was reported to boston scientific corporation in 2008, that a dynamic (y) stent device was placed on the same day. According to the complainant, during the procedure, the stent was placed in the esophagus instead of the trachea, as intended. The physician retrieved the dynamic y stent with a biopsy forceps device (manufacturer unknown, however, it was confirmed that the device was not a boston scientific corporation product). During the stent retrieval, the patient's esophagus was torn (it was not known whether this was a partial tear or a full perforation). According to the complainant, the physician stated that "the stent did not cause the reported trauma. The trauma was caused by the retrieving forceps." The patient's condition at the conclusion of the procedure was reported to be "stable."

Manufacturer narrative:
The suspect device has been discarded. A device evaluation cannot be performed; therefore, the cause of the reported malfunction is undetermined.